Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years the following account occurred when a microdebrider was being used with the tricut blade: a patient developed ¿subcutaneous emphysema, right pneumothorax and pneumomediastinum after jet ventilation and use of a microdebrider for excising tracheal papilloma. The patient awoke from anesthesia without shortness of breath or evidence of hypoxia. On routine chest x-ray the right pneumothorax and pneumomediastinum were diagnosed. Conservative measures were taken and the radiologic findings resolved spontaneously and the patient was observed. The chest CT did not reveal a tracheal defect, however it was agreed the pattern of airflow suggested a breach of the anterior tracheal wall. It was suggested that a small mucosal tear spontaneously resolved after jet ventilation ceased.¿ the doctor has confirmed that no additional information is available.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t: microdebrider, 1898200t igs m4, 510k: k041413, erl. (B)(4). Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.